Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tm reverse base plate, unknown bearing, unknown stem. Foreign country: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s shoulder was revised due to unknown reason. During the revision, it was not possible to detach the glenosphere from the base plate due to the instrument being jammed. The glenosphere could only be detached with the aid of alternative instruments, but this also loosened the baseplate and made it necessary to revise the baseplate as well. The actual plan was to replace the glenosphere only. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were received and reviewed. Review of the available records identified the hardware is intact and anatomically position. The humeral tray resides along the undersurface of the glenosphere. It is uncertain from the provided ap image if there is metal on metal contact. This appearance could be artifactual and related to positioning, although if present, could suggest polyethylene wearing. Very early stages of scapular notching are difficult to exclude as there is loss of contact between the inferior base plate of the glenosphere and the inferior margin of the glenoid. No additional abnormal finding detected. Bones appear well mineralized. No soft tissue swelling. Grossly unremarkable appearance of reverse shoulder arthroplasty. However, there is suggestion of positioning of the humeral tray along the inferior portion of the glenosphere with possible metal on metal contact. If this is not artifactual and related to positioning, this could suggest polyethylene wear. Very early stages of scapular notching are difficult to exclude as there is loss of contact between the inferior base plate of the glenosphere and the inferior margin of the glenoid. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.